Event description:
It was reported that there had been difficulty obtaining telemetry when the programmer was used previously with a patient. Now, telemetry could not be obtained at all. Changing the programmer rf (radio-frequency) head did not resolve the issue, but another programmer was successfully used. It was further reported that the new rf head could not be removed. The programmer was returned for repair. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Printed circuit board assembly found out of electrical specification. (B)(4) rf (radio frequency) head is difficult to disconnect from programmer due to damaged rf connector. Rf head connector had pin damage inside. Rf head cable found out of electrical specification.